Event description:
A simply go mini device was returned to a third-party service center for service. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. The device was not in patient use. There was no allegation of patient harm or injury. The unit is being shipped to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a simply go mini device was returned to a third-party service center for service. During the initial evaluation of the device, the third-party service center visually inspected the unit and found the pca had thermal damage. The device was not in patient use. There was no allegation of patient harm or injury. The unit is being shipped to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The device and a repair kit were returned to the philips product investigation lab (pil) for further evaluation. A thorough investigation was conducted on the bench at the product investigation laboratory (pil). It was found that the device returned from the third-party service center performed as intended, providing oxygen therapy as designed. Additionally, it is notable that the pca logs did not provide any evidence of setup or use. The repair kit was ordered for the purpose of servicing or repairing a unit. However, the materials were rejected during incoming inspection and, therefore, never placed into use or service. Consequently, there is no associated risk to patients. The visual inspection yielded no remarkable findings. The materials were placed into a known, good, operational unit, and they functioned as designed without any issues. Pca logs confirmed an issue that occurred during the fasc servicing setup. The materials were returned to the manufacturer with an allegation of fault/failure. Upon investigation, they were found to function properly, with no operational issues detected. As the materials were never placed into use or service, there is no associated risk. The manufacturer is submitting a final report at this time.